Manufacturer narrative:
We have concluded our investigation process related to your complaint. Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.

Event description:
Customer reports: the PICC is 30 cm long, but from 27 cm it has no markings. We needed to pass to the lower limb and the measurement was 28cm, however cutting without marking the size is not reliable.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. H3: device evaluation comment - the device will not be returned for evaluation because this complaint was issued through brazil's anvisa and the customer has not been identified therefore it is not possible to request or obtain a sample to evaluate.